Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized in (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of hospitalization was unknown. The customer stated the cause of the hospitalization was high blood glucose and that she had passed out. While troubleshooting, the customer stated that the drive support cap appeared normal, that there no large bubbles present along the tubing length and that the infusion set was not bent. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did not return the product for analysis.